Manufacturer narrative:
(B) (4): evaluation results: (severely tortuous and severely calcified). (Pending device analysis).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm. Vessel morphology was reported as the iliac arteries were severely tortuous and severely calcified. The right vessel had a lateral bend in the vessel that is not visible on the diagram. It was reported that the patient is a candidate for open surgical repair; however, the physician wanted to try to repair endovascularly. The aneurysm and the vessels were manipulated externally during attempts to insert the device (the patient was very thin and the aneurysm was visible externally). The delivery system was inserted on one side and removed and inserted from the other side after the wire was exchanged for a stiffer one. Eventually, the delivery system was positioned at the intended location and when deployment was initiated there was a continuous clicking nose heard and only the proximal bare spring was deployed. Further attempts to deploy the stent graft using the trigger were not successful. The physician proceeded to disassemble the delivery system, but the stent graft deployment could not be achieved this way. The physician proceeded to cut the delivery system sheath but the stent could not be deployed. The patient was taken for an open surgical repair and a conventional graft was sewn in. The part of the delivery catheter has been returned and the analysis is pending. No additional clinical sequelae were reported, and the patient is fine.